Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2006- the pt underwent an abdominal sacrocolpopexy and bladder suspension with implant of an alleged bard/davol "mesh". No product identifiers in records of the case. On (B)(6) 2006- the pt was admitted to the hospital for complaints of severe lower back pain with radiation to her hips. The pt was diagnosed with sacral osteomyelitis and was treated with IV antibiotics for six weeks. On (B)(6) 2006- during an md office visit the pt complained of lumbar spinal pain. The following week the pt was admitted to the hospital for complaints of persistent back pain, two days later the pt was diagnosed with diskitis and lumbar radiculopathy. On (B)(6) 2006- pt underwent explant of the alleged unspecified bard/davol mesh during a l5-s1 anterior diskectomy and disk fusion procedure. Per operative dictation "there was a piece of gore-tex mesh that was encountered anterior to the vertebral body of l5 as well as the sacrum. This was removed and we finally had access to the l5-s1 interspace". Attorney alleged multiple adverse outcomes including pain, erosions, infection, and urinary problems.

Manufacturer narrative:
Currently, it is unknown to what extent if any the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure. Without a lot number a review of the mfg records could not be conducted. The pt's attorney alleges the pt was treated for infection and mesh erosion, however the medical records provided do not indicate any type of complications involving the alleged davol mesh. Explant of mesh was performed to facilitate spinal procedure. No other medical records have been provided to date. If additional event and/or eval info is obtained, a follow up MDR will submitted.